Manufacturer narrative:
(B)(4).

Event description:
An article titled "wound complications in joint arthroplasty: comparing traditional and modern methods of skin closure", by ronak m. Patel et al, in healio.com, may 2012, volume 35, number 5, states a study was undertaken to evaluate whether wound complication rates were lower in v-loc closure cases as theoretically suggested, lower for subcuticular closure vs. Staples, and significantly different for knee and hip joint reconstruction. Retrospective chart review of 278 cases of primary joint reconstruction performed by a single surgeon where skin was closed via staple gun manufacturer of the staple gun was not identified) or subcuticular stitch, either 3-0 biosyn or v-loc. There were 10 adverse events associated with biosyn or v-loc. The complaints filed are only for the adverse events that directly correlate with use of either the 3-0 biosyn or v-loc. This complaint is for a wound infection which necessitated an I+d and polyethylene exchange. Pt is a (B)(6) year old female, no comorbidities, nonsmoker, bmi of (B)(6).